Event description:
It was reported that that during weekly observation on (B)(6)2023, the hand-piece's medium and reverse speeds were not working. There was no patient involvement. Upon manufacturer investigation, it was determined that the device ran intermittently in fast forward, forward, reverse mode, and the circuit board wires were discolored; brown residue was present on motor and barriers. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procodes: gxl, hxx h3, h6: part: 05.000.008 synthes lot: 008210 supplier lot: 008210 release to warehouse date: 10 june 2022 supplier: triangle manufacturing no nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver did not work in medium and reverse speeds. The repair technician reported that device ran intermittently in fast forward, forward, reverse mode and circuit board wires were discolored, brown residue was present on motor and barriers. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shcs m2x0.4 iso, set screw, housing barrier and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.